Event description:
It was reported that this patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock from the device. Diminished r-wave amplitudes led to oversensing, and it was noted that the smart pass feature was disabled. Initial troubleshooting was performed and no noise or morphology changes could be recreated. Automatic set up was performed and the device again selected the primary vector; as that was the vector in use when the inappropriate shock was delivered, the physician manually programmed the device to the secondary vector. Technical services reviewed the device data and noted smart pass had disabled in november, due to small r-wave amplitudes of less than 0.25v leading to long intervals of greater than 1.4 seconds. It was recommended to perform further troubleshooting with patient movements and pocket manipulation to try to provoke noise and recreate the morphology change. Technical services agreed with the programming change, as the secondary vector showed acceptable r-wave amplitudes and a good r-wave to t-wave ratio. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received. About 20 months later, the patient received a new inappropriate shock from the device. It was observed the sensing vector was set to primary, the same vector as the previous inappropriate shock. Technical services reviewed the available device data in the remote monitoring system, and noticed that smart pass had disabled while the device was programmed to secondary; it was likely when automatic setup was run to re-enable smart pass, the device picked the primary vector. The patient was to be seen for troubleshooting. Technical services provided steps to test the secondary vector to ensure it was still appropriate, and manually programming the vector to secondary with a gain of 2x. The patient was seen in the clinic for troubleshooting. The alternate vector was still too small and not acceptable. The same morphology change with the very small r-wave amplitudes was not able to be reproduced. The device was reprogrammed to secondary with a gain of 2x, as planned, and device data was submitted to technical services. Technical services reviewed the data and confirmed the programming solution. The secondary vector had an acceptable r-wave amplitude during the troubleshooting and managed the myopotential noise without oversensing.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.